Manufacturer narrative:
(B)(4). G2 : foreign country: singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while preparing the implants for use, there was significant packaging damage observed on both the inner and outer plastic blisters. The femoral component appeared to be bulging against the outer tyvek peel layer and the outer peel layer was noted to be debonded and separated. Upon opening the outer peel layer, it was noted that the sterile inner peel layer had been open. The surgeon decided to use another implant due to sterility concerns. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Visual evaluation of the provided photos/returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility breach cannot be determined as the packaging has been opened; therefore, the blister seals cannot be evaluated. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.